Event description:
Patient reported "radial folds, fluid between the implant envelope and the fibrous capsule, and cyst diagnosed via MRI" and "nodule diagnosed via ultrasound" and "solid, fusiform images, with preserved hilum, with well-defined contours; the largest on the right measuring 18.2 x 8.9 mmv." This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma, and swollen lymph nodes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and swollen lymph nodes.